Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently treated by paramedics due to a low blood glucose level. Blood glucose level at the time of the incident was not provided. The customer was wearing the insulin pump at the time of the incident. Customer also reported that the insulin pump had a button error alarm and an unresponsive keypad. The customer confirmed that she had a new insulin pump that could be used. The insulin pump was not replaced or returned for analysis.